Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed the compressor test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Additional contact information: (name - (B)(6), email - (B)(6), occupation - biomed contact - (B)(6)). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the compressor(d119-00-0236) and filters(d103-00-0631 muffler,1/8 npt ,d103-00-0499 muffler <100 micron ) to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service. The defective components were received by national repair center (nrc) for further investigation. The nrc could not verify the failure of the scroll compressor not passing the compressor test. Retaining the compressor in the nrc per procedure (B)(4). Further investigation may be required by sustaining engineering. If further investigation is not required, the compressor shall be scrapped. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.